Event description:
It was reported to covidien on (B) (6) 2009 that a customer had an issue with a dialysis catheter. Customer reports that there are cracks on the blue ultem adapter. This catheter was pulled and replaced.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.